Event description:
On september 01, 2009, the facility's technician reported to baxter global technical services that on september 01, 2009 one colleague volumetric infusion pump in which the stop button was not working. This event occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4). No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: the reported condition of the stop button is not working could not be confirmed nor duplicated. Assignable cause is undetermined. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)